Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that asymptomatic patient presented with the right atrial lead that exhibited low pacing impedance and noise over-sensing which resulted in inappropriate mode switch and high ventricular rate. No intervention was performed. There were no patient consequences. The patient will be further monitored.